Event description:
It was reported that the patient was admitted to the hospital after a car accident. Interrogation revealed poor atrial sensing and an x-ray showed no slack in the lead. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).